Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be torn. During fluid path testing, fluid was observed to be leaking from the tear. Although the soft cannula was damaged, the timing and cause of the damage are unknown. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No blood was found on the device. Inspection of the formed needle, soft cannula, and bottom housing found no damages or deficiencies. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 27.8 mmol/l (500.4 mg/dl) while wearing the pod on abdomen between 1 and 4 hours. As treatment a new pod was applied.